Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred during a procedure of the mid saphenous vein graft (svg) to the left anterior descending (lad) artery with the use of a 4.0 x 15 mm multi-link rx vision stent. The non-abbott guide wire and 6f non-abbott guide were positioned. A 4.0 x 15 mm multi-link rx vision stent delivery system (sds) was advanced over the guide wire but hung up and would not cross the 40% lesion that was present just before the critical part of the stenosis. The sds was removed and a 3.5 x 15 mm voyager balloon dilatation catheter (bdc) was used to dilate the area just proximal to the lesion and the lesion itself was dilatated once again up to 16 atmosphere (atm). A non-abbott guide wire had been advanced to supply extra support. A 4.0 x 15 mm multi-link rx vision sds was then advanced over the extra support guide wire, positioned carefully and the first guide wire pulled back. The stent was deployed at a pressure of 14 atm. With this the patient had chest discomfort. The sds was deflated and on angiogram it was apparent that there was some extravasation next to the deployed site. Multiple inflations were performed with the balloon as long as 3 minutes and the angiomax was turned off. Repeat angiography each time the balloon was deflated revealed evidence of a localized hematoma on the inferior aspect of the graft. A bedside echocardiogram was obtained to ensure the patient was not developing cardiac tamponade. The patients airway was managed with analgesia and sedation to keep the patient comfortable. After multiple balloon inflations alone the hematoma would not seal. All of the equipment/devices were removed.

Manufacturer narrative:
(B)(4). A 7f non-abbott guide catheter and a non-abbott guide wire were advanced and crossed the lesion. A 3.5 x 26 mm graftmaster was advanced over the guide wire but would not advance into the stented segment. Multiple maneuvers were utilized including changing guides. An al-1 and al-2 guide catheter were attempted, but adequate support could not be obtained to advance the graftmaster sds through the previously deployed stent. Buddy wires were also used to provide extra support without success. It was noted that the patients angiomax had been off for almost an hour and a half; the patient remained relatively stable hemodynamically with a systolic blood pressure over 100 on 10 mcg of dopamine. There was no evidence of tamponade on echocardiogram. There was some clot formation the coronary guide wire when it was pulled back. It was decided to stop any further attempts at deploying the graftmaster as the patient would require additional anticoagulation. All of the equipment was removed and a short sheath sutured to the groin; the patient was transferred to the intensive care unit (ICU) and monitored for evidence of hemodynamic deterioration. The saphenous vein graft to the lad had 2 lesions which were successfully stented. No additional information was provided. Guide wire: 0.014 luge, smart, mailman extra-support, buddy wire. Guide cath: 6f lcg, al-2, al-1, jr-4. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. The reported perforation is listed in the vision instructions for use (IFU) as a known adverse patient event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The graftmaster, referenced is being filed under a separate manufacturing report number.